Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported by the contact that the customer's pump had suspended insulin delivery for an unknown reason. Tandem technical support reviewed the t: connect history and found that the pump suspended insulin delivery due to multiple altitude alarms. The customer indicated that the blood glucose level was 500 mg/dl. The customer removed and reinstalled the cartridge clearing the alarm and resuming insulin delivery.